Event description:
The customer contacted baxter's technical service center regarding air bubbles in the final fill line during set-up on the homechoice. The nurse stated the home patient (hp) is at another facility and they had to put his supply bags in a lower drawer in his cabinet. After the prime cycle completed, they detected small air bubbles in the final fill line. The patient line was full. Baxter?s technical service representative (tsr) advised the nurse that when the heater bag fills from the final line, any air bubbles detected are normally flushed down the drain line. Product surveillance spoke to the nurse who phone in this report. The nurse stated the home patient is doing fine. No patient injury or medical intervention as reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.